Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated during flu vaccine injection, the device broke and the patient was splashed in the eye. No needlestick took place. There was no reported medical intervention.